Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and was torn during implantation. The lens was implanted and removed without patient injury. It was stated that the aq cartridge, lot number unknown, was used. Also, the contact could not recall the model and lot numbers of the injector.